Manufacturer narrative:
Concomitant medical product: product ID: 5086mri52 implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) readings of monitored tracings revealed single dropped ventricular pacing occurred every 1 hour and 30 seconds. The rv sensitivity settings were re-programmed, and the device remains in use. No patient symptoms associated with this event. No patient complications have been reported as a result of this event.